Manufacturer narrative:
Per the model and serial number provided by the initial reporter, the device in question is not determined to be an amvex product. Furthermore, amvex dial flowmeters are not designed to have device set at points between identified settings. In example, dial settings are for use at 6 liters per minute and 8 liters per minute. No such setting exist at 7 liters per minute.

Event description:
Title: xxxxx. Event desc: ECMO [extracorporeal membrane oxygenator] sweep flowmeter was adjusted from 6 l/m [liters per minute] to 7 l/m [liters per minute]. The flowmeter does not have a 7 l/m [liter per minute] setting. It has settings at 6 then 8 l/m [litters per minute]. At the in between area there was no oxygen flow. The pt became hypoxic. The md was notified and the oxygen device was changed. During rounds, team wanted sweep to be turned from 6 to 7. At this time bedside rn notified ECMO and proceeded to increase sweep to 7. A few minutes later sats [saturations] began to drop significantly (lowest of 12%) as well as svo2 [extracorporeal membrane oxygenator] charge immediately called to bedside as well as attending md, rt [respiratory therapist] and charge rn. Attending at bedside with bedside rns assessing pt and ECMO equipment. Oxygen from wall appeared to be working at times and at others not, so ECMO flow meter attached to oxygen tank and sweep increased on dial per md. At this time, sats began to increase as well as svo2 [mixed venous oxygen membrane saturation]. At this time ECMO at bedside and explained that the ECMO sweep dial turns off when dial adjusted to 7 and needs to be changed to a different flow meter to increase sweep to 7. Sicu staff unaware of this info. Pt vitals returned to normal with no apparent complications noted.